Manufacturer narrative:
The investigation determined that a lower than expected phenytoin result was obtained from a patient sample using vitros phyt slides with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros phyt and crbm precision testing performed was within acceptance limits, indicating that the vitros 5600 integrated system was operating as intended at the time the lower than expected result was obtained. An instrument performance issue was therefore not likely a contributing factor. Based on historical quality control results, a vitros phyt performance issue is also not a likely contributor to the event. Inappropriate pre¿analytical sample handling could not be ruled out as contributing to the event, as ortho was unable to determine whether the customer was following the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, lower than expected phenytoin result from a patient sample (67.1 umol/l vs. Expected result of 152 umol/l) using vitros phyt slides with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected phyt result was not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).